Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced tubing was cut in half while working construction/landscaping and caused the pump to fall and be lost which leads to high bg and treated with correction injection via mdi on (B)(6) 2026.